Event description:
It was reported that approximately nine months post-implant of a bifurcated device, infrarenal aortic extension, and suprarenal aortic extension, the patient presented emergently with abdominal pain. A computed tomography scan revealed a type iii endoleak between the bifurcated device and the infrarenal aortic extension. Reportedly, the initial procedure was performed to address the abdominal aortic aneurysm rupture. The patient was treated with an infrarenal aortic extension and a competitor stent graft, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. Furthermore, medical records were requested, but were not obtained. Endoleaks are a known risk of the procedure, as identified in the product labeling. No conclusions could be drawn.